Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish communication between the ipg and charger. The patient also stated she not been able to use or recharge the ipg in approximately 2 years and she last had stimulation around that time. Consequently, the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model. Reportedly, effective therapy was established following the procedure.